Manufacturer narrative:
Evaluation summary: evaluation was performed and the reported condition of failure code 570:320 was confirmed in the event history. Inspection of the pump revealed depleted main batteries caused the failure code 570:320. The main batteries were replaced. The pump was tested for proper operation and pump found to function properly.

Event description:
The baxter field service technician reported a pump with failure code 570:320:844:0000. Information was not provided regarding whether the event occurred during patient use. According to the hospital representative there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.